Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), weight increased ("weight gain") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, weight increased and coital bleeding outcome was unknown. The reporter considered alopecia, coital bleeding, pelvic pain, rash and weight increased to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2010, radiating pain and maculo-papular. Concurrent conditions included nickel sensitivity, vitamin d deficiency, upper abdominal pain, chest discomfort, hand rash, pruritus generalised and skin lesion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss") and coital bleeding ("bleeding during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, weight increased and coital bleeding outcome was unknown. The reporter considered alopecia, coital bleeding, pelvic pain, rash and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Trailing coils in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on an unknown date: successful bilateral tubal occlusion. Pregnancy test urine - on an unknown date: negative. Skin test - on an unknown date: strong allergy to nickel. Ultrasound pelvis - on 18-apr-2017: essure coils appearto be in proper position,approx. 1 cm into cornua.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : rash, hair loss and pelvic pain. Amendment: the report was amended on 22-feb-2019 for the following reason: all the information reported in the previously reported frd 11-feb-2019 were deleted. Onset date of event were deleted. Medical history, lab data and concomitant drug were deleted. Event : abnormal bleeding (vaginal), menorrhagia, reacted to nickel allergy test/ nickel allergy, migraines, headaches and dysmenorrhea (cramping) were deleted. Event verbatim were updated as pain/pelvis pain and skin rash/rashes were deleted. Outcome of the event : pain, weight gain and rash which were updated were deleted. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvis pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, vitamin d deficiency, anxiety, gerd and pain nos. Concomitant products included diazepam, ergocalciferol (vitamin d2), ferrous sulfate, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and omeprazole. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient had essure inserted. In 2017, the patient experienced allergy to metals ("reacted to nickel allergy test/ nickel allergy"). On an unknown date, the patient experienced rash ("skin rash/rashes"), coital bleeding ("bleeding during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and rash had resolved, the alopecia, coital bleeding, allergy to metals, migraine, headache and dysmenorrhoea outcome was unknown and the weight increased, vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, alopecia, coital bleeding, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Allergy test - on an unknown date: positive. Reacting to nickel.. Hysterosalpingogram - on (B)(6)2015: results: successful bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Reporter information were added. Onset date of event were added. Medical history, lab data and concomitant drug were added. Event : abnormal bleeding (vaginal), menorrhagia, reacted to nickel allergy test/ nickel allergy, migraines, headaches and dysmenorrhea (cramping) were added. Event verbatim were updated as pain/pelvis pain and skin rash/rashes. Outcome of the event : pain, weight gain and rash were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2010, radiating pain, maculo-papular, anxiety and gerd. Concurrent conditions included nickel sensitivity, vitamin d deficiency, upper abdominal pain, chest discomfort, hand rash, pruritus generalised and skin lesion. Concomitant products included diazepam, ergocalciferol (vitamin d2), ferrous sulfate and omeprazole. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)" and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced allergy to metals ("reacted to nickel allergy test"). On an unknown date, the patient experienced rash ("skin rash") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the alopecia, coital bleeding, menorrhagia, allergy to metals, migraine, headache and dysmenorrhoea outcome was unknown and the weight increased and vaginal haemorrhage was resolving. The reporter considered allergy to metals, alopecia, coital bleeding, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Trailing coils in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram: in 2015: successful bilateral tubal occlusion. Pregnancy test urine: in 2015: negative. Skin test: in 2015: strong allergy to nickel. Ultrasound pelvis: on (B)(6) 2017: essure coils appearto be in proper position,approx. 1 cm into cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : rash, hair loss and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet, events abnormal bleeding (vaginal, menorrhagia), reacted to nickel allergy test; migraines / headaches, nickel allergy, dysmenorrhea (cramping), pain, weight gain, hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.